Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented for a routine device interrogation after being lost to follow up. Upon interrogation it was noted the lead safety switch (lss) had been triggered for a low out of range pacing impedance measurement of 200 ohms on the pacemaker and right ventricular (rv) lead approximately one and a half years earlier. The patient stated that he had fallen off a ladder and landed on his shoulder that day. The field representative noted that the system was functioning good in unipolar. The lead was left in unipolar configuration and the patient was asked to follow up with their physician. The pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that another lead safety switch (lss) was triggered for low out of range pacing impedance measurements of less than 200 ohms for the pacemaker and right ventricular (rv) lead. The patient was seen in the emergency room where noise that was able to be recreated was also observed. The field representative stated she discussed this with the cardiologist but has not heard any follow-up. The pacemaker and rv lead remain in service and no adverse patient effects were reported.